Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to greater than 10f and the interventional procedure was completed. Reportedly post procedure, the 10 o'clock angled prostyle suture broke during knot advancement. Closure was attempted with the 2 o'clock angled prostyle suture; however, the artery did not close, and the bleeding did not stop. The suture was cut, the guidewire was removed and a stent graft was placed from contralateral side to close the groin. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.